Event description:
It was reported the pt's scs ipg is at stim off and the pt is uncertain of when she last charged. It was also reported the pt has not used her system since (B)(6) 2012. A sjm rep was unable to establish communication between the scs ipg and multiple charging systems. The pt is working with the physicians to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.